Event description:
Procedure: lap chole. According to the reporter: the device jammed during articulations and was difficult to remove it from the trocar. The device and the trocar had to be removed before replacing with another device. No damage to patient tissue was reported. No further injury was also reported.

Manufacturer narrative:
MDR initial report submitted; 10/17/2008.